Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected software low level failures alarms during testing however, software low level failures are found in the downloaded history files due to a software error. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected failed battery alarm, pump error alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was unknown. Customer also reported that they insulin pump had received failed battery alarm. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete pump rewind. Customer was assisted with performing a self test and the self test results was passed. Customer stated that the alarm occurred immediately after a battery change. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will not be returned for analysis.